Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) for extended time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not return per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months before revision the date the manufacturer became aware of the event.